Manufacturer narrative:
(B)(4). Approximate age of device ¿ 42 days.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted with an elevated lactate dehydrogenase (ldh) of 540 u/l and was placed on a heparin infusion. The patient was placed on bivalirudin on (B)(6) 2017. Ramp echocardiogram on (B)(6) 2017 showed adequate left ventricular (lv) unloading. On (B)(6) 2017, it was reported that the patient¿s ldh had increased to 866 u/l. On (B)(6) 2017, ldh was 408 u/l. Peak plasma-free hemoglobin (pfh) was 10.7 mg/dl. The patient is remained on bivalirudin and the ldh trended down to the low 400s u/l; however, the ldh then increased to 947 u/l on (B)(6) 2017. Pfh was 29.3 mg/dl on (B)(6) 2017. Ramp echocardiogram on (B)(6) 2017 showed normal lv unloading. On (B)(6) 2017, ldh was at 667 u/l. On (B)(6) 2017, it was reported that a few transient power elevations occurred over the prior two days. The patient remained on bivalirudin and the last reported ldh was down to 431 u/l. No additional information was provided.

Manufacturer narrative:
Device evaluation: the explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of suspected pump thrombosis. Submitted log files showed intermittent power elevations . Evaluation of the log files could not conclusively determine the specific cause for power elevations. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. The pump was returned assembled with the driveline severed less than 1 inch from the pump housing and an additional approximately 17.5 inch portion of the severed driveline was returned. The inlet bearing cup and rotor bearing ball revealed a dark red, tissue-like deposition. The thrombus had areas that were denatured and had a ring-like structure with laminate layering, which are indications that it likely developed over an undetermined period of time around the bearings while the pump was in operation. The deposition was large and would have severely impeded flow. Although a specific cause for the deposition and a time frame for which it was present in the pump could not be determined, it would have potentially contributed to the report of elevated ldh. Additionally, the depositions would have created additional resistance on the spinning rotor, potentially contributing to the reported power elevations. No other depositions were identified. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that a reduction in lactate dehydrogenase (ldh) was observed while on bivalirudin; however, when the patient was placed back on coumadin, the ldh level quickly rose to 850 u/l. The decision was made to exchange the pump.